Manufacturer narrative:
The customer found disconnected tubing at fitting ff119 that caused the leak. Ff119 is in the pinch valve vl46a pathway. The customer was able to reattach the tubing to fix the leak. On (B)(4) 2016 the field service engineer (fse) found the latron errors. The flowcell and laser optics were cleaned to resolve the latron issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear leak of about 8 oz. From the coulter lh780 hematology analyzer. There were latron errors at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.